Manufacturer narrative:
The investigation into the reported thrombus was completed. The pump and purge cassette were returned for evaluation. Analysis of data logs revealed suction triggered throughout support. Visual inspection of the pump revealed biomaterial on the outflow and the inflow cage. The root cause of the reported event was biomaterial. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 54-year-old female patient implanted with the impella 5.5 for mechanical circulatory support had a clot noted in the cannula post explant. No further information was provided. There were no reports of harm to the patient.